Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the cannula error 1162 on boot up with the only option to disable the systems universal surgical manipulator (usm). The fse replaced the usm. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. The usm was tested on the in-house system and it triggered error 1162, at startup. Fa replaced the cannula axes controller spar cannula (acsc) flat flex cable (ffc) with a test one, and the usm did not trigger any errors. After fa returned the original cannula acsc ffc, the error 1162 came back. Additionally, visual inspection found contamination on the cannula acsc ffc.

Event description:
It was reported that while setting up for a da vinci-assisted surgical gastric bypass procedure, the customer had issues with the systems universal surgical manipulator (usm) 3 of the patient side cart (psc). The customer attempted to swap-out scopes and replace the drape with no success. The customer then disabled the system's usm 3 and continued with the case. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.